Manufacturer narrative:
Two phaco handpieces were found to have bent tips. Eval summary: the phacoemulsification machine was examined and tested at the customer location by an advance medical optics service technician. The examination revealed that two of the customer's phaco handpieces had bent tips and the vacuum transducer inside the console showed signs of corrosion. The condition of the handpieces may have resulted in low power experienced by the surgeon. No further issues were found with the equipment.

Event description:
During a phacoemulsification procedure, the doctor reported having problems with low power, fluidics and chamber fluctuations. The doctor reported that the capsule broke and lens was pushed into the vitreous. A vitrectomy was performed and the pt was referred to a retinal specialist for removal of remaining lens.